Event description:
In 2005, the pt reportedly was hospitalized due to fever, headache, change in mental status and seizures. Test results confirmed meningitis. The pt reportedly is improving but reportedly still has some left-sided facial palsy. The pt's device remains implanted.